Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the field representative was notified that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms and loss of capture (loc) for an unknown reason. It was noted that the patient would be scheduled for a revision procedure in the future. To date no procedure has been scheduled and the crt-d and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure ws performed due to the high left ventricular (lv) pacing impedance measurements and loss of capture (loc). During the revision the lv lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. A new crt-d and is4 lv lead were implanted. No additional adverse patient effects were reported.